Event description:
It was reported that the customer experienced a blank display after a battery change. The customer stated that the insulin pump was not dropped, bumped or wet. The customer stated that the battery cap was not damaged and that there was no corrosion in the battery compartment. The customer's blood glucose was 17.8 mmol/l. The customer inserted a new battery, but the blank display persisted. The customer waited a further 10 minutes and inserted a new battery. The insulin pump alarmed, and the customer was able to delete the alarm. The customer's insulin pump passed the self-test. Advised that a replacement battery cap and batteries would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.